Manufacturer narrative:
Upon receipt, the lead was found cut at approx. 70 cm proximal to the lead tip. Only the distal fragment of the lead was received for analysis. The inspection of the lead fragment demonstrated a damaged insulation at a distance of some 41 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. The conductor coils were found fractured in this area. These findings can be considered as the root cause for the mentioned high impedances. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of clavicular first rib entrapment. In addition further damages were observed which occurred most likely during the explantation procedure. The analysis of the available lead fragment did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to high impedance. There were no adverse patient events reported. Should additional information be received, this file will be updated.